Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip ntw was implanted without issues. A mitraclip xtw was then inserted and deployed on the mitral valve. However, while removing the lock line, the clip continuously opened from fully closed to 20 degrees. It was noted that the clip remained stable on the leaflets. The procedure was completed with two clips implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. Imaging review: one (1) fluoroscopic video was provided. The video was provided in a .3gp format which presents a very small, blurry, and pixelated image. The video was taken during active deployment of the second clip (reported device). The first implanted clip (no reported issue) and second cds (reported device) can be discerned but the image is blurry. It's a looped video, repeating at the 00:03 mark with the l-lock shaft of the delivery catheter (dc) located within the clip arms. At the 00:04 mark the l-lock shaft can be seen detaching from the clip and retracted back indicating mechanical separation, which is the last step of the deployment process. To this end, it is not likely the video captured lock line removal, which occurs several steps prior to mechanical separation. As such, the reported "while removing the lock line, the clip continuously opened from fully closed to 20 degrees" cannot be confirmed based on the video provided. In the video, the clip appears to maintain a consistent clip arm angle of ~20° pre and post deployment (mechanical separation). This is an estimation based on visual assessment with the naked eye and is not confirmed.